Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for loose IV shield with the incident lot was observed. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion - the most likely root cause of this defect is that one of the wings was worn by friction as it passed through the process, making the fit of the IV shield more lose.

Event description:
It was reported that IV shields of bd vacutainer® multi sample blood collection needle were loose. No injury or medical intervention reported.